Event description:
It was reported that the pt was first revised on (B)(6) 2012 because of an infection. A prostalac depuy antibiotic spacer was implanted until (B)(6) 2012. At this point the surgeon found that the infection had healed and went forward and implanted a securefit stem on (B)(6) 2012 successfully.

Manufacturer narrative:
The other devices listed in this report: unknown trident psl 54f cup. Unknown, 6.5mm cancellous screw. Unknown, 40mm x3 f liner. Unknown, biolox delta 40mm ceramic head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Additional info has been requested and if received, will be provided in a supplemental report.